Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pciop for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The unit was returned to the manufacturer for evaluation. Testing found that the unit cycled after a few minutes of operation and then stabilized for just under an hour. It was noted that the unit then restarted multiple times. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed that the camera cart was disconnected. A cable for the system was replaced without resolution. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.